Event description:
Patient's family member called lfs and alleged that the patient's meter was set to the incorrect unit of measurement. Family member also reported that the patient was non-responsive and that the paramedics were called. The patient stated that they did not attempt to test that morning. Their caregiver came to their house and found them non-responsive. The paramedics arrived and obtained a result of 33 mg/dl on their meter. The patient was given orange juice with added sugar. They were not taken to the hospital. Later that day, the patient's family member noticed the decimal point in the meter's result. The patient had not tested on their meter during the time of the hypoglycemic event. The meter is being replaced for the patient.